Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the anesthesiologist was preparing a patient for intubation. The blade was attached to the handle and when engaged and with normal force the light in the blade went out. No report of patient injury.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam and functional testing was performed and no issues were found with the device. The complaint could not be confirmed as the device functioned as intended.

Event description:
The customer alleges that the anesthesiologist was preparing a patient for intubation. The blade was attached to the handle and when engaged and with normal force the light in the blade went out. No report of patient injury.